Event description:
It was reported that the right ventricular (rv) lead threshold was unstable and rv lead noise showed on the electrogram (ECG) with pocket manipulation. It was also reported that during the case to replace the rv lead, when the rv lead was connected to the device, on ECG the device was pacing for a few beats then intermittently loss of capture (loc) was observed; there was sensing difficulty and the device stopped pacing for a few beats. The rv lead and device were removed and replaced with a new lead and device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a3dr01 implantable pulse generator (ipg) 2011-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated apparent explant damage. The lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. The full lead that was returned was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the anomalies described in the event. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. There was not an in-vivo insulation breach or conductor fracture observed during analysis.